Event description:
The surgeon reported that the patient had been admitted to the hospital due to a suspected fluid collection at the surgical site. The patient initially presented to the emergency department, where a computed tomography (CT) scan was performed, and was admitted for intravenous antibiotic therapy before the surgeon was consulted. Upon evaluation, the surgeon determined that the fluid collection was most consistent with a seroma or hematoma rather than an abscess. The patient was comfortable and reported only minimal tenderness. The patient remained under observation. The implant appeared to be in good condition, and the fluid collection was located between the platysma and the digastric muscle. No further information is available at this time.